Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Low flow alarms were confirmed in the csv files but were unable to be reproduced at the depot. Tank seals found worn/torn. Pm performed. Serviced circulation pump, mixing pump. Replaced the evaporator outlet tube, the double-bend tube, the heater, and the manifold o-rings. Coin cell was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The reported issue was unconfirmed, label review is not required. DHR review is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Correction: d,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 02 low flow and fluid delivery line (fdl) open. Water flow rate (wfr) was 0 l/m. Walked through stop therapy, disconnect and reconnect. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure. Restarted therapy and device primes to 0 l/m water flow rate (wfr). Patient temperature (pt) was 36.3c, targeted temperature (tt) was 37c. Placed in manual control at 36c. Outlet monitor temperature (t1) was 11.5c, outlet control temperature (t2) was 11.7c, inlet temperature (t3) was 13.3c, chiller temperature (t4) was 6c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was negative 1.6 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 4, system hours were 4721.9 and pump hours were 0. Disabled manual control and advised to swap out device and send this one to biomed labeled low flow and circulation pump needs evaluation. Per follow up information received via task on 31dec2025, the nurses reported low flow alarms. A functional evaluation showed that the circulation pump was unable to generate even negative 1.5 psi in bypass. They ruled out a leak from the fdl and discussed the 2000 hour service recommendations. Per sample evaluation results received via task on 10mar2026, it was reported that the tank seals found worn/torn.

Event description:
It was reported that the arctic sun device alerting 02 low flow and fluid delivery line (fdl) open. Water flow rate (wfr) was 0 l/m. Walked through stop therapy, disconnect and reconnect. All lines straight with no bends or kinks. Fluid delivery line (fdl) secure. Restarted therapy and device primes to 0 l/m water flow rate (wfr). Patient temperature (pt) was 36.3c, targeted temperature (tt) was 37c. Placed in manual control at 36c. Outlet monitor temperature (t1) was 11.5c, outlet control temperature (t2) was 11.7c, inlet temperature (t3) was 13.3c, chiller temperature (t4) was 6c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -1.6 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 4, system hours were 4721.9 and pump hours were 0. Disabled manual control and advised to swap out device and send this one to biomed labeled low flow and circulation pump needs evaluation. Per follow up information received via task on 31dec2025, the nurses reported low flow alarms. A functional evaluation showed that the circulation pump was unable to generate even -1.5 psi in bypass. They ruled out a leak from the fdl and discussed the 2000-hour service recommendations.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.